Event description:
Pt came in for surgery to remove ruptured implant. Surgeon performed bilateral augment, mastopexy. Right breast capsule - patchy chronic inflammation and histiocytic reaction. Left breast capsule - histiocytic and mixed inflammatory reaction. Cystic spaces containing material consistent with implant contents. Fragments of attached benign fibroadipose and skeletal muscle tissue. Surgeon is sending implants back to MFR for further review. .